Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 3 sealed 22ga x 1.00in. Insyte autoguard bc pro winged units from lot number 3207476. A functional test revealed that each needle retracted within the specification limit. No damage or defects associated with the manufacturing process were identified on the returned sample. The returned units provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd iag bc pro wing needle was slow to retract. The following information was provided by the initial reporter: customer responded (B)(6) 2025 stating the additional devices received experienced the same issue of ¿needle retraction slow¿. They did not provide an event date. Event description: it was reported by customer that push button on iagbc is significantly delayed in retracting the needle, risking needle stick to the nurse. 21 jan the event first occurred on january 7, 2025 however it has occurred multiple times. No staff harm at this point however the potential is still there with the needle not retracting.